Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing (atp) that accelerated the ventricular tachycardia (vt) into ventricular fibrillation (vf). After this, shock therapy was delivered and converted the rhythm. The rhythm was stated to be true vt. This device remains in service. No adverse patient effects were reported.